Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had a chip; switch 1 was damaged; protector of universal cord on control section side had a scratch; protector of universal cord on suction connector side had a scratch; venting connector of light guide connector and video connector was deformed. Due to a pinhole on bending section cover, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on charged coupled device unit, the image had linear scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye deflectable videoscope had leakage. There were no reports of patient harm. The device was returned and evaluated; the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.